Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer telemetry head would not interrogate. The telemetry head's cable was replaced and the head passed final functional and system tests.

Event description:
The telemetry head was returned and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer telemetry head would not interrogate when placed on a device. The telemetry head is expected to be returned and replaced. There was no patient involvement.